Event description:
Additional information received indicates that surgical intervention took place where the patients system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing lack of efficacy with their system. Surgical intervention may take place at a later date to address the issue.